Manufacturer narrative:
Thermo fisher scientific's investigation of the patient results, run results, and additional data from the customer concluded that the false ms2 amplification in the positive control was due to user error. Specifically, the user did not properly vortex and/or centrifuge the qpcr plate according to IFU instructions and provided training materials. In an abundance of caution, we are reporting this occurrence because during investigation we determined that the plate mixing issues caused the call in a single well (1 patient) to change from true inconclusive to positive, constituting a false positive. However, due to the plate invalidation caused by the positive control failure, this false result was invalidated..

Event description:
Customer is occasionally seeing that the positive control is failing qc in the interpretive software v1.2. Thermo fisher scientific's technical service determined that ms2 is calling as positive, even though it was not added and appears flat in the multicomponent plot. This false ms2 amplification invalidated the plate, which prevented any false results from being reported to patients or their healthcare providers. Thermo fisher scientific's investigation of the patient results, run results, and additional data from the customer concluded that the false ms2 amplification in the positive control was due to user error. Specifically, the user did not properly vortex and/or centrifuge the qpcr plate according to IFU instructions and provided training materials. The customer reported no patient deaths or serious injuries to thermo fisher scientific.